Manufacturer narrative:
The device history record for lot 0203095772 was reviewed and the product was produced according to product specifications. The root cause could not be determined. All information reasonably known as of 22 jul 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 01 may 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 146 ml, flow rate: 5ml/hr, procedure: unknown, cathplace: unknown, infusion start time: 1610 (B)(6) 2019, infusion stop time: 0800 (B)(6) 2019. Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 2026095-2019-00070 for the second report. It was reported that "we made a 5fu [fluorouracil] pump using the homepump c series 270ml, 5ml/hr. Total volume was 146 ml and it was supposed to be a 24hour infusion...the nurse connected the pump at 1610 on (B)(6) and patient reports that the pump was empty by 8am on (B)(6) (16 hours). Patient reports that this has happened to him before." Additional information indicated that "there was no injury/symptoms/medical treatment that we can identify or quantify, but patient did receive the chemotherapy treatment faster than planned by the oncologist."